Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with approximately 150-300 units of insulin during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer reverted to an alternate method of insulin therapy. Multiple contact attempts were made by tandem clinical support to obtain additional information regarding the issue; however, no response was received from the customer. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.